Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The stent is missing while the balloon is loose with contrast present inside the balloon. Inspection of the remainder of the device presented no damage or irregularities. Product analysis suggests that the stent was likely deployed. E1 - (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion with less than 90 degrees bend was located in the moderately tortuous and moderately calcified renal artery. A 7.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during introduction, the stent was dislodged inside the patient. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was reported that the stent was lost in the catheterization laboratory.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion with less than 90 degrees bend was located in the moderately tortuous and moderately calcified renal artery. A 7.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during introduction, the stent was dislodged inside the patient. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was reported that the stent was lost in the catheterization laboratory.